Manufacturer narrative:
The returned device was evaluated. During investigation it was found that the sensor is not functional therefore unable to perform spco comparison testing. The sensor failed continuity tests as an open connection on the detector circuit was found. Visual inspection was performed of inside of the device and no internal circuitry damage or defects were observed. No loose cabling or loose circuit board to circuit board interconnections were observed. The device just displays "sen off" with customer sensor connected. Led illuminates but does not take measurement when finger is inserted.

Manufacturer narrative:
The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow-up report will be submitted.

Event description:
It was reported that the device spco function is not accurate when measured against arterial blood gas (abg) analysis. There is no report of any patient consequence or impact as a result of the reported issue.